Manufacturer narrative:
A ge service rep performed an on site investigation. The display adaptor board, hard drive, and the software were installed during the service call. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported that the system would not boot. There is no report of death or serious injury associated with the event.